Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of intermittent touch pen connection problem. Inspected solder joints on micro p rocessing unit printed circuit board assembly with no defects found. Replaced and calibrated stylus as preventative. Device passed final functional and system tests, no other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers touch pen had an intermittent connection problem (possibly to the power board). The programmer was returned for service. No patient complications have been reported as a result of this event.